Event description:
During an avm embolization treatment with trufill n-bca, the first pedicle was successfully embolized. While using the next catheter, during superselective angiography injection with contrast media, the catheter ruptured and separated. The catheter was retrieved. During catheter retrieval, a thrombus developed in the right ica. The thrombus was treated, and there was no adverse patient event.